Event description:
The patient contacted animas on (B)(6) 2011 to report a high blood glucose (bg) excursion. The patient reported that she obtained a message of "hi" (bg > 600 mg/dl) when she tested her blood glucose at an unspecified time on (B)(6) 2011. The patient denied developing symptoms suggestive of hyperglycemia when she tested for the high bg. The patient reported that she gave herself a correctional bolus in response to high bg and at the time of the call her bg was 552 mg/dl. At the time of troubleshooting, the patient informed animas customer support that at an unspecified time prior to the high bg she had bolused using the meter remote to deliver the bolus. The patient claimed when she reviewed the pump history at the time of the high bg she discovered that only 5 units of 15 units were delivered. The patient did not recall receiving any alarm indicating that the bolus was not fully delivered. The patient claimed the pump and the meter remote were not "too far from each other" at the time of the bolus. Animas customer support was unable to find any issues with the subject pump at the time of troubleshooting. This complaint is being reported because the patient developed signs/symptoms suggestive of a hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012, with the following findings: there is no data in the black box or download histories from the time of the reported high blood glucose due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. A 10 unit bolus was cancelled during investigation to test the alerts, and the pump emitted the appropriate audio-visual alerts. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.